Manufacturer narrative:
Patient had old generator and leads removed and fully replaced. It was noticed during removal that previous implanter from a different facility did not use the silicone fixation discs as a barrier and just applied metal clips to the suture for fixation. Device was saved to return to enterra for analysis.

Event description:
Patient was experiencing shocking from battery site up to her neck. Has motility issues and doesn't have bowel movements but once every ten days or so. Patient was in ER and therapy consultant went by facility to have the device turned off at the request of the ER physician. Shocking subsided and she is going to follow up with her surgeon. Patient has not gone to have her device turned back on. Has lost 12 pounds in the meantime but has other gastrointestinal issues that are unrelated to the stimulator going on. She has decided that she does not want to return to musc and has requested other options to reach out for treatment. She now has physician contacts in charlotte as well as greenville sc for her to reach out to schedule an appointment.